Event description:
It was reported that due to patient physiology, the ventricular lead failed to capture. The lead also had high threshold and low sensing. It was later reported that the patient was experiencing chest pain and presented to the emergency room. A CT scan revealed a large left-sided hemothorax and that the right ventricular lead had perforated the pericardium. The patient underwent surgery, the lead was pushed back in, and the perforation was repaired. A week later, a new right ventricular lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.